Event description:
At post implant follow-up, low sensing and decrease in capture thresholds were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.